Event description:
It was reported that during unpackaging of the promus premier stent delivery system for a percutaneous coronary intervention (pci) procedure, a shaft fracture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).